Event description:
MDR ous. Lead exhibited increase in impedance, high pacing thresholds and undersensing. The lead had been implanted for approx. 2 months. There was no report of a deterioration in health.

Manufacturer narrative:
MDR ous. No material defects or manufacturing errors could be found in this analysis. With regard to the exit block reported by the customer, no deviations from specifications could be determned.